Event description:
The user facility reported a water and steam leak from their amsco 600 sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the rubber coupler around the drain piping was damaged resulting in the reported event. To resolve the issue, the technician replaced the coupler. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.